Event description:
When biomed powered on the thermogard xp ivtm system sn (B)(6), the system displayed a mid:14 (bg power supply) message. No patient involvement.

Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system sn (B)(6)) displayed a mid:14 (bg power supply) message was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a malfunctioning danfoss module, which was likely attributed to the failed component. Upon visual inspection, no physical damage was noted. The event log review indicated a mid:14 error, confirming the reported complaint. The thermogard system failed the functional testing due to a mid:14 error displayed during the testing, confirming the reported complaint. The danfoss module will be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).